Event description:
It was reported the date of the event is (B)(6) 2016, the product had been implanted for 10 days. It was reported there was a "strong infection / supply loss of the product 99%, hematoma formation and massive secretion volume, so the product had to be completely removed." I was reported the customer/surgeon usually do not have bigger infections. There was no infection before the product was applied. The patient was given antibiotics after a "antibiogramm" and a smear. There was a large amount of exposed scull and 2 sheets of product were used. It was also reported: patient injury / death alleged? No. Device in contact with patient? Yes. Delay in surgery due to product problem? No. How long? 10 minutes. Is product being returned? No.

Manufacturer narrative:
Additional information received 22feb2016. It was confirmed the device was taken off and thrown (away) due to infection. Culture results were requested. The request was denied, ¿¿because of data protection from the hospital.¿ it was reported, ¿(the) patient is out of the hospital after the second treatment with idrt, so far there is no infection and looks good. Antibiotics were given after the failure and before the second use of idrt.¿ consequences for the patient, in this case, were the longer stay in the hospital, no effect to the patient. It was reported the hospital did not definitively identify the cause of the infection. Integra completed its internal investigation 13mar2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: no product lot number was provided with this complaint; therefore, DHR review cannot be performed. While a specific lot nc query could not be performed for this complaint, any deviations that occur are investigated upon discovery and product impact assessment and risk assessment are determined for any associated lots under the deviations. A query was performed. No results were found. Conclusion: in complaint description and attached pictures, it is evident that the treatment area was 10x12.5 cm. Two pieces of idrt-ts were used on the area. Susceptibility testing was performed on the infection, which could help identify the cause/source of the infection. However, due to the hospital¿s data protection policy, the result was not shared with integra for this investigation. While the susceptibility result was not shared, the customer did share that the cause of the infection could not be identified during their investigation. The causes of infection identified in the mdha include nonsterile device implanted in patient, expired device implanted in patient, inadequate post-operative care, inadequate